Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle while carrying out the application the needles were clogged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: the customer informed us that when carrying out the application of ozone the needles were clogged.

Manufacturer narrative:
Investigation summary: one sample was provided by the customer for investigation. The returned sample was visually examined and it was observed that the sample was clogged as light was not able to pass through the sample. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle was clogged. As this one (1) occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd precisionglide¿ hypodermic needle while carrying out the application the needles were clogged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: the customer informed us that when carrying out the application of ozone the needles were clogged.